Event description:
It was reported that during the implant procedure, high capture threshold and high, out of range, pacing lead impedance were observed. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.